Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not detected on the bus. The field service engineer (fse) opened the back of the main unit, and the drawer was removed for inspection. The mother board (moab) was removed, and the fuse was replaced. The station was powered off again, and the retractable band was replaced, but the issue continued. A replacement moab installed in the main drawer. After reassembly and reboot, the drawer was recognized in hardware test application (hta). The storage space was reconfigured in the application. The escort successfully recovered failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and failed to open after restarted twice. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.